Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective hard drive. The hard drive was removed and replaced. The malfunction occurred after a procedure. No patient involvement. The system was tested, and operates as intended. The system was released to the customer for use.

Event description:
The ge oec 9800 fluoroscopy system had an extended boot-up cycle after a procedure. The system is not booting up correctly. System removed from service.